Manufacturer narrative:
Insulin pump received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad. Insulin pump received with broken reservoir tube lip, missing reservoir tube insulin pump p cap, test reservoir does not lock in place properly due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had delayed buttons and on the screen for two seconds every time he was doing something on the pump. Customer stated that they performed self test and insulin pump was working and no delay in response. No harm requiring medical intervention was reported. The device will be returned for analysis.